Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 168mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.